Event description:
The entire device was removed from the pt and replaced, reason not indicated. Co has requested add'l info. Add'l lot/ser no: 7989l 010.

Event description:
Additional information received on 4/14/97 indicates the device would not inflate.